Event description:
It was reported that the physician was manipulating the lead during the device change out and noticed insulation damage on the lead body.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis noted external insulation abrasion at 13.3-13.5cm from the connector pin. The etfe coating was intact. The abrasion found is consistent with friction to the ICD can.